Event description:
It was reported that there is rupture/cracking in two points of the catheter near the insertion site. The rupture has made catheter replacement necessary. Reported double cracking/rupture of the catheter near the insertion site. When did the incident occur? During use additional information 09/06/2024: the PICC has been removed and the patient is awaiting medical evaluation to decide whether to relocate access

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is rupture/cracking in two points of the catheter near the insertion site. The rupture has made catheter replacement necessary. Reported double cracking/rupture of the catheter near the insertion site. When did the incident occur? During use additional information 09/06/2024: the PICC has been removed and the patient is awaiting medical evaluation to decide whether to relocate access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is rupture/cracking in two points of the catheter near the insertion site. The rupture has made catheter replacement necessary. Reported double cracking/rupture of the catheter near the insertion site. When did the incident occur? During use.

Event description:
It was reported that there is rupture/cracking in two points of the catheter near the insertion site. The rupture has made catheter replacement necessary. Reported double cracking/rupture of the catheter near the insertion site. When did the incident occur? During use. Additional information on 09/06/2024: the PICC has been removed and the patient is awaiting medical evaluation to decide whether to relocate access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. Gross visual inspection of the returned catheter found that one of the suture wings was torn off and was not returned. The print on the molded joint and luer hub was faded out, suggesting that the catheter had experienced extensive use or had been exposed to incompatible chemicals. Microscopic inspection of the break site found that the fracture surface was granular and the edge was rounded with microtears throughout the edge. These features are indicative of tensile stress. An additional tear was identified on the remaining suture wing along the edge where the wing connects to the molded joint. The features observed at this tear site were similar to those observed where the wing broke off. Based on the available evidence, factors which may have contributed to the reported event include use of incompatible chemicals, excessive force, securement technique, and or exposure to repetitive motion. However, there is not enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.